Event description:
Small fire occured at end of plug of moses laser fiber. The fiber had broken at the end of the part that plugs into the machine. Staff in the room did not realize this until the laser was activated and a small flame came from the end of the plug. The laser was turned off and the fire immediately went out. Laser fiber was replaced and case continued.